Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed due to the part/lot information could be: catalog number ¿ 8520-25-015. Lot number - dpmcdf. Expiration date ¿ november 30, 2023. PMA/510(k) number - na. Manufacture date - na. Or the part/lot information could be: catalog number - 8520-25-020. Lot number - dppbz5. Expiration date ¿ january 31, 2024. PMA/510(k) number - na. Manufacture date ¿ na. Or the part/lot information could be: catalog number -8520-25-022. Lot number - dpkbhw. Expiration date ¿ august 31, 2023. PMA/510(k) number - na. Manufacture date ¿ na.

Event description:
It was reported that patient underwent a hallux valgus correction procedure on (B)(6) 2014. During implantation, the head of a cannulated screw fractured and was discarded without falling into the patient. The distal portion of the screw that remained was well within the bone and remains implanted.